Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they obtained "low panic" results after replacing "standard a" solution. The customer also stated that sample e9120360 was a short draw and after the sample was inspected they found fibrin in a sample. A siemens customer service engineer (cse) specialist connected remotely to the instrument and evaluated the instrument data. Upon the cse's instructions, the customer replaced the salt bottle top and tubing and recalibrated the integrated multi-sensor technology (imt). The customer ran quality controls and patient samples, all of which were acceptable. The cause of the discordant, falsely low sodium results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on four patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. After troubleshooting, the samples were repeated on the same instrument, resulting higher than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.